Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Patient reported that she could feel and smell insulin on her skin. When the pod was removed, it was noted that the cannula looked slightly shorter than normal and appeared to be bent. To treat her elevated bg levels, a new pod was applied and a correction bolus was delivered through the device.